Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) has battery malfunctions. The two batteries still have 80% power. The power led light does not display the remaining power, and it will display after about 30 minutes of charging. Another piece of the machine could not be recognized, and the recognition was successful after about 30 minutes of charging. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge representative has reported that the reported issue was reproducible prior to repairs and the repairs are ongoing; however, the unit has been cleared for use and returned to the customer. We are seeking additional information and a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer thought that they can use the iabp without battery because they do not use it for transport. The repair is being carried out by a getinge distributor . Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: d5, e2, e3, g3 (remove healthcare professional). It was clarified that the repairs are being carried out by the distributor's getinge trained field service engineer (fse). Additionally, it was clarified that the iabp unit was cleared for use despite ongoing repairs as the customer does not use the iabp unit involved in patient transport, and therefore the customer has decided they can use the iabp unit without battery. A supplemental report will be submitted when additional information is provided.